Event description:
The tubing detached from the winged inserter.

Manufacturer narrative:
A root cause analysis could not be performed as the sample was not returned for evaluation. The device history could not be reviewed as a lot number for this incident was not provided. Attempts to retrieve additional information regarding the incident went unanswered.